Manufacturer narrative:
(B)(4).

Event description:
According to the initial reporter: "gastric access temporary for endoscopy (gate): a proposed algorithm for eus-directed transgastric ercp in gastric bypass patients" a retrospective study to find effectiveness of eus directed transgastric ercp (also called gastric access temporary endoscopy) in patients with roux-en-y gastric bypass. The solus stent was placed at site gastric-gastric access or gastric-jejunal access used to pass the endoscope to promote gradual closure of the access site. The plastic pigtail stents were placed in 7 patients. One patient (case #6) had bleeding at the j-g access site 72 h following lams exchange for a double pigtail stent. The bleeding was endoscopically treated with epinephrine and replacement with another lams to tamponade the bleeding site.